Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, a 3rd degree burn was observed around the trocar site where the camera port was located (3¿- 4¿ above the umbilicus). There was no energy used to make the surgical port incision and no report of arcing of electrical energy during the case. It was believed that both the patient¿s anatomy and the da vinci instruments and/or accessories may have contributed to the burn. The patient¿s uterus was enlarged at 30 cm. It is alleged that along with the patient¿s small stature and movement of the instruments during the case, an occlusion may have occurred making it difficult for the smoke to evacuate. The da vinci system, instruments and accessories used during the procedure were inspected prior to use, and no abnormalities were found. There were no medical or surgical interventions required at the time of the event. Also, the patient did not require hospitalization due to the burn. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon reassessed the injury at the patient's post-operative visit two weeks after the procedure. Per the surgeon, this injury still appears to be a 3rd degree burn, with no evidence of a pressure ulcer observed. There was still no medical or surgical intervention required at this time.

Manufacturer narrative:
As of the date of this report, the cannula accessory has not been returned for evaluation and it is unknown if it will be returning. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the provided image was performed by an intuitive surgical, inc. (Isi) medical safety officer. Based on a review of the images provided, the medical safety officer indicated that the injury appears to be a combination of a stage 2 and stage 3 pressure ulcer. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this event is being reported due to the following conclusion: after undergoing a da vinci-assisted benign hysterectomy surgical procedure, an alleged 3rd degree burn was observed around the trocar site where the camera port was located. Per subsequent follow up, the surgeon reassessed the patient two weeks after the procedure and said the injury still appeared to be a 3rd degree burn with no evidence of a pressure ulcer. The cause of the alleged operative complication is unknown.